Event description:
It was reported that lead oversensing anomaly, intermittent sensing issue and lead noise was observed on the rv lead. Additionally clavicular crush, fracture issue, lead insulation anomaly and high pacing threshold with intermittent capture issues were observed on the rv lead as well. Patient was pacing appropriately prior to the surgery. Lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable post procedure.